Event description:
It was reported that the patient stated the inflatable penile prosthesis (ipp) was not long enough "to do anything with". The patient indicated the physician would not change the device until the patient loses weight. The patient wife indicated not being "a little lady either" causing them to have problems with positioning. They stated if they had known the device would not be long enough for intercourse they would have not undergone the initial procedure.